Event description:
It was reported that the abutment don't fit on implant. Malfunction, after placement tried to put abutment on it, it didn't fit in, we found out the internal diameter of fixture has worn down and the abutment cannot fully engaged.

Manufacturer narrative:
Zimvie complaint number (B)(4). .